Event description:
Patient was revised due to pain and seroma. There was no loosening reported. Doi: (B)(6) 2023. Dor: (B)(6) 2023. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4).